Event description:
It was reported that during workshop for adjustable drill guide, the sales rep explained the using method for the product to the nurse. However, the stopper of drill guide broke.

Manufacturer narrative:
Method: risk assessment. Results: the device was reported by the stryker rep to have a center slide pin missing during a demonstration on how to use. Manufacturing files were not reviewed because no lot or parts were returned conclusion: the instrument was not returned for examination so the probable root cause is not determined due to lack of available parts.

Event description:
It was reported that during workshop for adjustable drill guide, the sales rep explained the using method for the product to the nurse. However, the stopper of drill guide broke.